Manufacturer narrative:
(B)(4). Evaluation: results: (kink), (narrow in diameter (7-8 mm) and calcification of the vessels). Conclusion: (narrow in diameter (7-8 mm) and calcification of the vessels).

Event description:
An endurant stent graft system was inserted into a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessels were narrow in diameter (7-8mm), non-tortuous, and calcification. It was reported that the device could not be advanced to the intended landing zone due to the narrow, calcified vessels. After several attempts to advance the stent graft delivery catheter on the right side, the graft cover area on the device became crimped/accordioned. The device was removed and discarded, and another endurant device was successfully able to be advanced on the left side without issues. No clinical sequelae were reported and the pt is fine.